Manufacturer narrative:
Additional information: d4, g3, h2, h6, h11 correction: d4, e1, h6 evaluation of device through optical inspection and other analytical methods determined that the opacification was due to the presence of round deposits on the anterior iol surface comprised primarily of calcium and phosphorous. Based on the information available, lens calcification represents a recognized inherent risk associated with the device and is considered the most probable cause of the reported event.

Manufacturer narrative:
Update to: the lens was returned and evaluated. Inspection under magnification showed the presence of a cloudy orange peel white deposit on the surface of the optic area and at a smaller degree on the haptics. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 years after implantation of an intraocular lens (iol), the patient noticed a decrease of vision and fuzziness in their left eye. The surgeon's findings were a calcified lens with against the rule astigmatism. Approximatively 4 months later, the lens was exchanged for a different model iol due to dislocation. A vitrectomy was performed due to vitreous strands. In the surgeon¿s opinion the likely cause of the iol dislocation was the calcification of the lens. The patient¿s outcome is good.